Event description:
It was reported that the vns pt's generator could not be interrogated and magnet swipes were not activating extra stimulation. The neurologist took x-rays and found that the pt's generator had migrated to behind the left breast. The neurologist believes that there is too much tissue in the way to establish communication. The physician's programming system was able to interrogate other vns generators that same day. It has been noted that the surgeon who performed the implant frequently does not use a suture to secure the vns generator to the fascia. The MFR has previously addressed this with that surgeon. Surgery to replace the generator prophylactically as well as reposition it is likely.